Event description:
It was reported that during unpacking the taxus liberte drug eluting stent, the catheter was fractured. There was no patient contact, and the procedure was successfully completed with another device. The patient was reported to be okay.